Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While suturing, the needle would not stay in the jaws of the device upon passing through tissue. It is unknown if the needle disengaged into the patient cavity. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received ,the device was difficult to load and toggle. They continued to load suture and preceded with case.